Event description:
Vision abnormal [vision abnormal nec]. Case description: us spontaneous report, 2000008803us: a physician implanted a ceeon 912/18d lens into the right eye of a pt in 1999. The pt's refraction was off and the pt's vision was not corrected. The lens was explanted in 1999 and a 22 diopter lens was implanted. The pt is fine now.